Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This follow-up report is also being filed to correct information.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. (B)(6).

Event description:
Information was received based on review of a journal article titled, "early follow-up of a long-term registry-based multicenter total hip replacement outcome study: vitamin e doped polyethylene liner and porous-titanium coated acetabular shells." Which aimed to evaluate the clinical and radiographic results of 977 patients after total hip arthroplasty using regenerex or ringloc acetabular components with either an e1 or arcomxl polyethylene liners manufactured by biomet; and to monitor vitamin e doped polyethylene liners and porous titanium construct acetabular shells compared to un-doped medium cross-linked polyethylene liners and plasma sprayed shells in patients. Two patients were identified in the article that underwent hip arthroplasties on unknown dates. Patient follow-up results provided indicate that the patients underwent hip arthroplasty revisions due to implant mismatch during original implantation. There has been no further information provided and the patient outcome is unknown.